Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "while attempting to remove a screw from an old liss plate along the lateral portion of the femur, the doctor realized that the head of the screw was stripped. We attempted to use a conical male extractor, 2.5mm to remove the stuck screw. While attempting to torque the conical extractor in place, the tip of the extractor broke off inside of the screw. After several attempts the doctor determined we can proceed with the procedure without that screw removed and left it in place, while also leaving the broken tip of the extractor as well." This was a primary knee and the screws needed to be removed in order to use the im rod for the distal femoral cut.